Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11421. It was reported, the pt was experiencing heating at the ipg pocket while charging the ipg after 15-30 mins. In addition, the pt reported, she had an intermittent connection with her ipg while using her charger. It was reported, the pt was not using the antenna pouch while charging. The pt was advised of the charging recommendations, and a replacement charging system was sent. Follow up identified the pt received the replacement charging system, and all issues were resolved.

Manufacturer narrative:
Correction: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.